Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting pacing impedance measurements greater than 2,000 ohms. There was no noise present on the presenting electrogram (egm) or any stored episodes. Testing was performed and the high impedance measurement could not be recreated with isometrics or pocket manipulations. The device was not implanted sub-pectorally. Pacing thresholds and intrinsic r waves were within normal limits. A revision procedure was performed and the rv lead was extracted. There were no visible indications of a conductor fracture upon removal of the lead. There was also no indication of a connection issue based on tug test that was performed. A new lead and ICD were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.